Manufacturer narrative:
Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complaint could be confirmed based on x-ray review and complaint description. It was found that there was a femoral head perforation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna nail (472.105s, lot 9906646, quantity 1), locking bolt (459.320vs, lot 5937407, quantity 1).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 04.027.052s, lot # l035059: manufacturing location: (B)(4), manufacturing date: 28.jun.2016, expiry date: 01.jun.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states. A device history record review was performed for the subject device lot number 9906646. Manufacturing location: (B)(4). Date of manufacture: 18.apr.2016. Expiration date: 01.apr.2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the devices were used in surgery for the femoral neck fracture on (B)(6) 2017. The patient was a (B)(6) male with no dementia. He was on full-weight-bearing rehabilitation. In the middle of may, he had a history of fall. He reported having pain. It was found that there was a femoral head perforation on (B)(6) 2017. Implant removal procedure with total hip arthroplasty was scheduled on (B)(6) 2017. No delay in primary surgery was reported. Patient outcome is ok and re-surgery was successfully completed. This is report 1 of 1 for com-(B)(4)..